Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the patient was undergoing a pocket revision due to pain at the implant site. Infection was not cited as a cause.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.